Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2011, (B)(6) 2012, (B)(6) 2012, (B)(6) 2013, and (B)(6) 2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis noted white particle material on the outer surface of the device, classified as biological tissue. Additionally noted were wear abrasion, discoloration, and thinner surface. A flat crease was noted on the shell. One linear opening was noted at the radius. Yellow particle material was observed on the outer surface of the device. A leak test was performed which saw linear leakage of the shell. Upon microanalysis one striated linear opening, 2.5 mm long, was noted at the radius. Through fill inspection, no clogged port holes were observed. The events of skin rash/dermatitis and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rash¿; "capsular contracture" baker grade unknown.

Event description:
Patient's spouse reported after implantation of textured saline devices that the patient developed a ¿rash¿ on their breasts. The patient saw a dermatologist, who after various examinations concluded the patient has "mycosis fungosis." Additionally, patient representative reported patient experiencing "fear of alcl including: mental anguish and fear of alcl, increased risk of alcl", "anxiety", "disfigurement", "chronic inflammation", "pain", "swelling", "rashes", "itching", and "capsular contracture" baker grade unknown; capsulectomy performed. Patient representative also reported "diagnosis of t-cell lymphoma", "mycosis fungoides", "tissue damage", "post-traumatic stress", and "irritable bowel, chronic gi upset"; these events are not device related. Affected side is left. The device has been explanted.